Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the middle of the stent that were stretched and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After pre-dilating the lesion several times, a 24x3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed with a 3.0x16 promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After pre-dilating the lesion several times, a 24x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed with a 3.0x16 promus premier stent. No patient complications were reported and the patient¿s status was good.